Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had an aneurysm in the horizontal segment of the middle cerebral artery, and the surgeon planned to treat it with a dense mesh stent pipeline + coil. The surgery began with establishing an access, pushing a 6fnavien, and planning to insert a marksman and echelon in parallel with the navien. In actual operation, after the 6fnavien reached the ophthalmic artery, it could not be pushed up any further and stabilized at the horizontal segment of the cavernous sinus. So the surgeon changed their strategy and delivered the marksman, encountering resistance in the distal section during the delivery process. After finally raising the marksman up to m2, when delivering the echelon, the marksman tip was unstable and fell off again. The surgeon repeated operations twice and found that the marksman and echelon were unstable in the navien. In order to prevent accidents when deploying the pipeline later, the surgeon replaced it with a new microcatheter phenom27 and 5fnavien, re-punctured on the left side, punctured both sides, deployed the pipeline on one side, and filled the coil on the other side to treat the aneurysm. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an aneurysm of the internal carotid middle cerebral artery. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a 8mm diameter. Ancillary devices include a 8f puncture sheath, 8f guiding catheter, echelon 10, marksman, and phenom 27 microcatheters, sychro guidewire, and qc-4-8-3d, apb-3.5-10-3d, apb-2-6-3d coils. Additional information was received that there was catheter kick back. The cause of the resistance may have been due to vascular tortuosity and excessive system tension.